Manufacturer narrative:
E1: initial reporter facility name: (B)(6).

Event description:
Eminent clinical trial. It was reported that instent re-stenosis occurred. The subject was enrolled into the eminent study on (B)(6) 2019 and the index procedure was performed on the same day. The target lesion was located in right distal superficial femoral artery (sfa) involving ppa with 100% stenosis and was 50 mm long with a proximal reference vessel diameter of 5 mm and distal reference vessel diameter of 4 mm and was classified as tasc ii b lesion. The target lesion was treated with pre-dilatation, followed by a placement of a 6 mm x 80 mm study stent. Following post dilation, final stenosis was 0%. On (B)(6) 2019, the subject was discharged with antiplatelet therapy. On (B)(6) 2023, the subject presented to the hospital and computed tomography (CT) of the chest revealed open pulmonary tuberculosis with unclear pulmonary space occupying lesion in the right upper lobe. Hence, the subject was hospitalized for initiation of therapy as a treatment on the same day. During the course of this hospitalization, the subject was diagnosed with high graded instent re-stenosis of right mid sfa. On (B)(6) 2023, 1350 days post index procedure, the subject had an unknown symptom and the duplex sonography revealed peripheral arterial occlusive disease (paod) iic with severe stenosis in the right middle sfa and spontaneous non-healing foot ulcer. Ankle branchial pressure index of right leg was 0.7 and on the left was 0.67. Also, oscillography without stress of right limb revealed slightly reduced in upper and lower leg however, severely reduced in top of the foot. On (B)(6) 2023, 1363 days post index procedure, stenosis in the right mid sfa with reference vessel diameter of 6 mm was treated using a non-boston scientific 2 x 5 x 80 mm and a 5 x 120 mm non-boston scientific drug coated balloon. A 6 x 38 mm non-boston scientific stent was implanted as stent extension towards proximal in the presence of status post stent implantation in the middle sfa due to the residual stenosis after the balloon percutaneous transluminal angioplasty (pta). Post treatment, the final stenosis was 0%. On (B)(6) 2023, the event was considered as recovered/resolved with sequalae. On (B)(6)2023, the subject was discharged with recommendation to take 75mg of clopidogrel for four weeks and 100 mg of aspirin as a long term medication.